Event description:
It was reported that the site was experiencing communication difficulties when interrogating and testing a vns patient's device at a follow up visit. Troubleshooting was performed which isolated the programming wand as the suspected cause of the communication difficulties. The programming wand has been returned to manufacturer where analysis is underway.